Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they would want to have another representative aside from the one they're talking to right now. Patient also mentioned that the new location of the implantable neurostimulator (ins) is just below the bladder implant and whenever they would charge the ins, the recharger is detecting the bladder implant. As a result, the patient was not able to charge the implant since may, and patient is already in pain. Patient also mentioned getting several codes: 108, 336 and mentioned previous concern. Agent sent message to the field for visibility.

Event description:
The reason for the call was the patient reported that they are unable to charge their implanted neurostimulator. Patient stated that the last time they were able to successfully charge was about 2 weeks ago. Agent walked patient through resetting the wireless recharger and restarting the handset. Patient confirmed that they can feel the difference between the two implants and confirmed that they have the wr over the correct ins. Patient attempted to connect to their implant and received service code 1708. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field for visibility. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating issue in this case. Patient reiterated that ins is dead and when they attempt to recharge, they are getting a "weird code" like 1008 or 7008 that said "incompatible device". Patient confirmed that interstim is completely charged and is in MRI mode at this time. During the call, patient was driving and didn't have any equipment with them to perform troubleshooting. Patient stated they aren't able to get their equipment and call ps today and want manufacturer representative (rep) to meet them for troubleshooting. Patient stated they are having to pop pain pills because the scs isn't doing anything for them right now (as it is dead). Technical services (tss) suggested that patient connect to interstim with their handset/communicator and while in the session with the interstim, attempt to connect to inceptiv with the scs recharger. Tss reviewed that with the interstim already in a telemetry session, this should make it easier for the scs recharger to find and connect to inceptiv. Tss reviewed that after the scs recharger has successfully connected to inceptiv, they can end the interstim session.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.